Event description:
A review of service data detected a reportable problem. During servicing, battery sn (B)(4) was unable to recharge or power up a monitor. The last patient to use this battery pack did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. Upon evaluation the battery was unable to recharge or power up a monitor. The root cause was unable to be positively determined, but likely aging of the battery cells. No adverse event resulted from the defective battery pack. The last patient to use this battery pack did not report any deficiencies.